Event description:
On february 21, 2023, fujifilm healthcare americas corporation was informed of an event involving dh-40gr. It was reported that the hood separated and fell off during an endoscopic submucosal dissection of the sigmoid colon. The piece was retrieved and the procedure was completed successfully without harm or injury. There was no death or serious injury associated with the event.